Event description:
It was reported via clinic notes received that the patient had been experiencing an increase in seizures. The patient had previously broken her foot and was having increased seizures due to the oxycodone prescribed for the pain as per the physician. She was switched to another medication however, at a recent visit, it was indicated that the patient was still experiencing the increased seizure frequency. It was also noted that the "intensified follow-up indicator" (ifi) was now yes indicating that the battery has been depleted to a point that more frequent checking of the patient's vns is recommended. Follow-up with the physician found that the physician attributes the increased seizures to the patient still recovering from the broken foot as well as the generator battery being depleted to a point where it can not provide the fully intended stimulation however, there are no diagnostics available to confirm this. Surgery to replace the patient's vns generator has occurred. Attempts for the return of the explanted generator are in progress.